Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, it was discovered that a ac-3043 cutter package contained a 3.8mm cutter instead of 4.3mm. The surgeon used the 3.8mm cutter which he thought it was 4.3mm and made a hole into the aorta. As a result, acute bleeding occurred and the surgeon had to convert to an on-pump system and had to make another hole into the aorta. The replacement unit was used to complete the procedure on-pump. The hospital did not report any pt effects. The product was discarded.